Event description:
FDA/user facility report rec'd. Concerning flow/flushing issues with use of b3300 microclave connector. The report states "..central line flushed with saline. Blood immediately and forcefully backed up in the line when the nurse removed the syringe. Occurred multiple times with multiple patients in the unit. Devices discarded..." There were no reported adverse consequences. Although requested, additional incident information and device return requests have to date been unsuccessful.

Manufacturer narrative:
MFR. Analysis: a review of the mfg. Lot database for lot# 22397508 (mfg. Date 10/2011) shows 72,000 units were mfg. Tested, inspected and released. The lot build records showed all visual, dimensional and functional qc lot testing met all specifications. There were no exception or rejection documents generated during the build. Conclusion: the involved device was not returned for analysis and investigation. Cause of the reported incident remains unknown.